Event description:
Boston scientific crm received information that this pacemaker was explanted due to concern over premature battery depletion. The boston scientific sales representative stated that the last time the device was interrogated the longevity calculation showed four and a half years remaining. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial testing revealed normal interrogation and telemetry operations. The device was subjected to a longevity calculation based on system guide labeling for this model device and was found to not meet longevity at 64%. Design engineers have noted deficiencies in this calculation and determined that it does not accurately represent the device's battery performance. As a result, the device longevity was tested a second time, using a revised longevity calculator that has corrected the deficiencies of the original calculator. This device passed the second longevity calculation at 78%. Analysis concluded this device did not experience a component anomaly or premature battery depletion.

Manufacturer narrative:
The device has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Manufacturer narrative:
At this time, the device has not been returned. If additional information should become available to our company, this event would be updated as necessary.